Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping and difficulty ambulating.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 3/24/2017 - pfs and medical records received. After review of the medical records, in addition to what was previously reported, litigation also alleges pain, popping, stiffness, swelling, difficulty sleeping and walking, pain caused by metal ion release, scarring, inability to lift leg when entering car, hip feels like it may collapse, depression. Bilateral hips revised simultaneously for pain and elevated ions. Revising surgeon noted upon entering the fascia in both hips "significant scarring". No metallosis, pseudotumor, osteolysis, trunnionosis, or implant loosening identified in operative record. No metal ion labs available to corroborate reported metal ion elevations. Prod/lot updated and stems for both hips added to complaint. Elevated metal ions harm added to all products.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition in what was previous alleged. Ppf alleges high metal ions. Added lawyer. However ,there was no laboratory values for metal.